Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events prior to the malfunction. The customer declined to provide information on whether their blood glucose level exceeded 500 mg/dl; therefore, no impact was reported. Technical support assisted the customer by providing pump reset information, and the malfunction code did not recur after resetting the pump. The customer was informed they could continue using the pump and to call back if any further issues arose.